Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. A review of the manufacturing device history record for the referenced lot number was completed. No non conformance with regards to ¿premature shut off¿ or ¿suction failure¿ was noted during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Four samples were received at the manufacturing facility and a detailed investigation on the reported concern was conducted. A visual examination was completed by the quality and engineering management and no non conformance was noted on the units received. The returned samples were tested by our laboratory for suction testing at a minimum vacuum pressure and a maximum vacuum pressure and all flex liners functioned as designed with both extremes vacuum pressures. The units tested did seal hermetically to the outer canister and mechanical shut off valve rose up when flex advantage liner became full of fluids until eventually it came in contact with the under surface of the flex lid, closing the vacuum orifice and preventing further vacuum from entering the canister, thus stopping inflow of fluid waste. Further to that, all the four samples received were subjected to a leak test and all met the test requirements. Based on the investigation, we have concluded that the medi vac flex advantage liners are free of defects or functional problems. Without a specific assignable cause and replication of the reported incident, no specific corrective action can be completed; however, we will continue to monitor concerns such as these for possible future action. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
It was noticed a dysfunction of the vacuum system (suction interrupted) during the procedure. No report of patient injury, but a report that there was a delay in the procedure.